Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported unstable stent/stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, it was noted that the stent implant of the 3.50x38mm xience alpine had moved, still remaining on the delivery system. There was no resistance when removing the device from the dispenser hoop coil, or when the protective sheath was removed. There was no damage noted to the chipboard box or dispenser hoop coil. Another xience device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.